Event description:
It was reported that during a hemicolectomy the customer had multiple 22024 errors on arm 4 of the patient cart. The customer reseated the sterile adapter on usm4, replaced the instrument, and power cycled the iesu with no change. Procedure was converted to laparoscopy prior to calling technical support. There was no report of patient harm, injury or adverse outcome due to reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Normal system operation was observed at time of service; however, the fse replaced universal surgical manipulator (usm)4 due to 22024 errors and advanced instrumentation engagement issues. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported issue. The usm was tested on an in-house system and passed normal mode using several instruments (drape with vessel sealer, sureform stapler, large needle and bipolar forceps). System logged an error 25930. Remote fe also logged errors of 22024 & 25930 on dof 5, 6, 7, 8 & 9. When carriage was open for inspection, haze was found on all rotor mirrors. The unit tested on pftp and passed lissajous, carriage switches, cva characterization, brake release, brake hold, sine cycle, carriage strength, carriage sensors check, carriage friction and advanced brake.